Manufacturer narrative:
(B)(4): evaluation: results:evaluation of the returned product found that when the nurse call cable is plugged into the alarm and weight is removed from the test sensor, the nurse call light did not light up. The nurse call receptacle is pushed into the alarm. The alarm does sound when the weight is removed off the test sensor. The liqui label shows moisture. The customer's sensor pad was not returned for testing. (B)(4).

Event description:
Customer claims that when the nurse call cable is inserted in the alarm that the alarm will not sound. Customer claims that the alarm does function properly when used alone with the sensor. There is visible damage noticed on the nurse call port. There was no patient injury reported.